Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ malposition: unable to observe as it is a medical event not related to the device. ¿ deflation: one opening observed on anterior side assessed as surgical damage observed a cracked valve seat diaphragm valve. Additional observations: ¿ creases were observed. ¿ white particles observed inner the device.

Event description:
Patient reported one was shifting, changing shape and size and implants are looking different for unknown side. Device explanted. Later, healthcare professional reported right side deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported one was shifting, changing shape and size and implants are looking different for unknown side. Device remains implanted. Later, healthcare professional reported right side deflation.